Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) had to be pushed through the cartridge with considerably more force than usual, resulting in the cartridge tip being broken. There was no patient involvement or injury reported. No additional information was provided to abbott medical optics. The customer reported experiencing this issue twice. This report represents the second event. A separate MDR will be filed for the other event.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/23/2017. Device returned to manufacturer: yes. Device evaluation: only unused cartridges of the same lot number were returned as representative samples. The three (3) returned 1mtec30 cartridges were sealed. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.